Event description:
It was reported that the device appropriately detected ventricular tachycardia/ventricular fibrillation [vt/vf]. Anti-tachycardia pacing broke the vt/vf; however, there were premature ventricular contractions [pvcs] so the device still delivered the shock. Additionally, it was noted that the physician was upset the patient received the shock. The vt detection zone was increased and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.